Event description:
It was reported that the patient had a trauma while he was at school. He is not having access to sound.

Manufacturer narrative:
Additional information: according to the currently available information, a damage to the active electrode, most likely caused by the reported accident at the implant side, is suspected. However to determine an exact root cause a device investigation at the explanted device is necessary. So far a date for explantation has not been scheduled.

Event description:
Additional information: the patient had a trauma while he was at school. He is not having access to sound. A re-implantation is considered but a date has not been scheduled yet.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report and the reported accident appear to match well with this finding. This is a final report.

Event description:
Additional information: the patient had a trauma while he was at school. He is no longer having access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.